Event description:
It was reported that during an anterior cruciate ligament (acl) internal brace tape fixation surgery the blue handle of the device became loose and therefore it was not possibe to remove the device. A mole wrench was used to remove the metal insert of the device. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique. Update avoe 18-oct-2022 it was confirmed tat no second surgery was required.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.